Event description:
A 5 cm beaded brest wire was implanted in the mammography room and the pt was prepped for transport for surgery. Wire was bent over and taped down prior to transport. During removal of wire and tissue sample it was noticed by or staff that the distal end of wire was missing. Further chest x-ray shows that barded end of wire still in right brest. The drs involved were reasonably sure the wire was not cut during the case but were sure the wire could have been pulled or tugged on while in the tissue. At this time the dr is unsure of long term complications of wire. The wire and pictures of the specimen were sent to co shortly after incident happened.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.